Event description:
It was reported that electrogram (egm) review revealed oversensing on the right atrial (ra) lead. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.